Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/24/2016 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The patient did not enter the bg meter values into the cgm device promptly and accurately. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.